Event description:
"Pt had a colostomy reconnect surgery in 2001, a few weeks later wound had not healed and had developed an infection. Pt was put on the kci wound vac to help the wound heal, in 2002 the home health nurses took them off the wound vac because the wound had almost completely closed. After several weeks of the wound measurements remaining unchanged. Surgeon scheduled a surgery to open them back up, he found several infection pockets surroundng sutures and mesh attached to the muscular tissue and a piece of sponge from the kci wound vac, ever since then pt had suffered from several, persistent infections in the abdominal area. Pt currently has a staph infection in the same area."